Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin pump was turning on and off excessively. It was reported that insulin pump shut off eight times in five minutes. Caller reported that battery cap was fine. Customer's blood glucose was 545 mg/dl. Caller and customer declined troubleshooting. Insulin pump would be replaced.